Event description:
During a correlation study, caller states the following coaguchek xs plus/laboratory results were obtained: 4.7 inr/3.30 inr; 2.6 inr/1.84 inr; 3.4 inr/2.45 inr; 3.3 inr/2.33 inr; 4.9 inr/3.59 inr; 3.5 inr/2.55 inr; 4.3 inr/3.28 inr. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
No patient information provided.